Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during device evaluation the videoscope exhibited advanced diagnostics (dry) bending section cover had a leak. However, upon further review, the presence of this event could not be confirmed. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed that during the device inspection, the videoscope exhibited advanced diagnostics (dry) bending section cover had a leak. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.